Event description:
It was reported that during central processing, it was observed that there was a burn mark on the tip of the fenestrated bipolar forceps instrument that would not come off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.